Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction. The patient visited the emergency room and the physician assistant prescribed benadryl pills and hydrocortisone cream. The patient also saw their dermatologist who prescribed an unknown cream. Follow up indicated that the irritation was improving.